Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 52.4 cm was returned for analysis. Internal insulation abrasion was noted at 35.5-36.0 cdm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 12.6-15.9 cm from the distal tip. Internal insulation abrasion was noted at 27.1-28.4 cm and 28.2-29.7 cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion was noted at 17.1-17.2 cm from the distal tip. The distal end of the svc shock coil and one rv cable was burned and separated at this location. (B)(4).

Event description:
It was reported that patient received inappropriate shocks. Right ventricular lead failure was suspected. No further information available.